Manufacturer narrative:
A glidescope core quickconnect cable was returned to verathon for evaluation. There is no indication that the bflex 5.0 bronchoscope initially reported as the cause of the event was ever returned for evaluation. A verathon technical service representative evaluated the returned core quickconnect cable and was unable to confirm the video failure. The core quickconnect cable was connected to a known, good, test bflex bronchoscope and a known, good, test monitor and powered on. The video image was normal even when the quickconnect cable was manipulated. The technical service representative reversed the quickconnect cable connections and repeated the test with the same result; no problems found. The camera image quality test was performed and passed. The customer's glidescope core quickconnect cable was scrapped and a replacement was provided to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a bedside percutaneous tracheotomy, using a glidescope bflex 5.0 bronchoscope, the picture kept freezing. The scope was removed and an unidentified reusable scope / tower was brought in to finish the procedure. No indication on how much time elapsed to get the back-up device into operation. No harm to the patient or user was reported. It should be noted that the glidescope bflex single use bronchoscope's operations and maintenance manual (omm) states that the bflex 5.0 bronchoscope can be inserted using any standard oral or nasal insertion technique.